Manufacturer narrative:
Device evaluation did not confirmed the reported issue of the tip case has been dislodged however, evaluation observed that device forceps channel port is shaved. Additionally, the distal end had a burn. Adhesive on a-rubber had a chip. Due to a dent on the bending tube, the play of right/left (r/l) knob was out of the standard value. Due to damage to the objective lens, a foggy image occurred. A review of the device history record found the subject device was shipped in accordance with specifications. The root cause of the event cannot be conclusively determined, however, based on the investigation, it was presumed that the caused of the defect was due to external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The device (asset return) was returned with service repair request noted the tip case has been dislodged. No harm was reported. There was no patient harm , no user injury reported due to the event.